Manufacturer narrative:
The explanted paddle lead was not returned to bsn as it was kept by the patient. A review of the manufacturing documentation for the paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient was being explanted due to ineffective therapy. During the explant procedure, the physician yanked on the paddle and seven contacts popped off the paddle lead and were left inside the patient. The patient was reportedly doing well following the procedure.

Event description:
A report was received that a patient was being explanted due to ineffective therapy. During the explant procedure, the physician yanked on the paddle and seven contacts popped off the paddle lead and were left inside the patient. The patient was reportedly doing well following the procedure.